Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that this lead exhibited noise and oversensing. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).